Event description:
The patient is reportedly experiencing a lack of benefit from the device. Post operative x-rays revealed that the electrode is not in the correct position. Revision surgery is being discussed.